Event description:
Customer reported feeling wetness in his shorts and believes that there was an insulin leak. Customer's current blood glucose reading is 54 mg/dl and has treated with glucose tablets. Through troubleshooting no damage to the drive support cap was noted. The pump was also programmed correctly. Troubleshooting also determined that the reservoir had physically more insulin than the insulin pump showed and there was no over delivery. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.